Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 97 mg/dl at 8:19 p.m. On the contour next link 2.4 meter. Within 10 minutes, the customer performed a repeat testing on the contour next meter and obtained a reading of 265 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link 2.4 meter and in-house contour next meter were tested with the in-house contour next test strips from lot # 9gpeg12b using a blood sample, which gave a satisfactory performance.